Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and battery error before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the alarms cannot be cleared. No further details given.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Installed a water filled test reservoir, and primed pump. Starting reservoir units left was recorded at 33 units. Several boluses were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. Programmed an additional 15 unit and then 20 unit bolus delivery and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 20 unit bolus delivery and the pump alarmed no reservoir detected properly. No low reservoir, reservoir estimate at 0 u, no reservoir detected, insulin flow blocked alarms or unexpected error messages anomalies noted. Low battery alarm and power error 25 alarm are confirmed in the long trace file. Detailed trace analysis confirmed the pump alarmed low battery and then alarmed power error 25 was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. No unexpected failed batt test/battery failed alarms noted. The pump was received with scratched case and minor scratches on lcd window.